Event description:
The event was reported by a customer from USA: "two power cords broken. Delay in therapy: no need for medical intervention: no".

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira.